Manufacturer narrative:
The reported events of oversensing, noise, low pacing impedance and insulation damage were confirmed. As received, a complete lead was returned in one piece. A visual examination revealed an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Other damages that were observed during analysis were consistent with procedural damage.

Event description:
It was reported that low pacing impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. The noise was reproduced during lead provocation testing. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition. Rv lead insulation damage was visually confirmed following the lead replacement procedure.